Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: athlete soft, guide catheter: fine cross. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat a de novo concentric lesion located in the mildly tortuous, mildly calcified, 90% stenosed right coronary artery. A 2.75 x 15 mm xience alpine sds was advanced to the lesion and crossed with no resistance felt. During the first inflation, the balloon ruptured at 8 atmospheres. As the stent was not well apposed to the vessel wall, additional dilatation was performed with another balloon catheter. There was no adverse patient effect or clinically significant delay in the procedure reported. No additional information was provided.